Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to urgent care after experiencing high blood glucose levels for three days. The customer was also taking antibiotics due to an infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she has gained some weight. Suggested trying a different type of infusion set. Nothing further was reported.